Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to ER and had passed out. The output on the lead was found to have been programmed high. The impedance was high and the lead polarity switch feature had set the polarity to unipolar. The lead remains in use in unipolar configuration with lower thresholds. No further patient complications have been reported as a result of this event.